Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the pump was able to power on, navigate through the screens and run infusions at different rates with no discrepancies. The event history log revealed multiple occurrences of air in line alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be air in line sensor was out of calibration. Air in line sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed air in line during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.